Manufacturer narrative:
Manufactures investigation conclusion: the mod cable was exchanged following the reported event of a system controller exchange due to a backup battery fault. The controller exchange was due to a backup battery fault, which was investigated under (B)(4). The mod cable was exchanged for an unknown reason and was not returned for evaluation. There were no additional documents or images from the customer regarding the event. Multiple attempts were made to obtain additional information regarding the event; however, no response was received. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced multiple system controller exchange was reported under MFR# 2916596-2021-00752. The investigation results will be provided in the final report.

Event description:
It was reported that the patient has had multiple backup battery faults on system controller. The patient has had controller changed multiple times with the most recent reported (B)(4) 2020. At that time the modular cable was changed as well. The patient has had backup battery changed multiple times since implant and continued to have backup battery faults. Additional information was requested but not provided. System controller is documented in manufacturer report number 2916596-2021-00399.